Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11627. It was reported that during the implant procedure, the patient experienced an episode of atrial flutter. The patient was treated with medication and elective cardioversion. The adverse event was clinically resolved.